Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump did not deliver a bolus even though the handset and pump both confirm it was delivered. Caller reported he did not feel the bolus going through. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.